Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient has no hearing sensations with the device. A trauma has been reported by the family. Re-implantation is considered.

Manufacturer narrative:
Additional information: the patient was explanted in april, however the device has not been received yet. Previous results are still applicable.

Event description:
Patient no longer has any hearing sensations with the device. A trauma has been reported by the family. Patient was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
A trauma has been reported by the family, the patient no longer has any hearing sensations with the device. Patient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
Patient no longer has any hearing sensations with the device. A trauma has been reported by the family. Re-implantation is considered but no date has be scheduled.